Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Distributor reported that two abutments broke in function. Pt is reportedly fine.